Manufacturer narrative:
An outside of the united states (ous) customer contacted a siemens customer care center (ccc) and reported that a falsely elevated total human chorionic gonadotropin (thcg) result was obtained on a patient sample on the atellica im 1600 analyzer. Quality control (qc) was within range on the day of the event. A siemens customer service engineer (cse) was dispatched to the customer¿s site. During the visit, the cse inspected the wash station, aspirate probes, and wash 1 dispense. The cse observed that aspirate probe 4 was sticking on the vertical movement in and out of the wash ring and replaced the probe. Siemens reviewed instrument data and determined that the auto check data from this period was within acceptable limits, visual inspection of the discordant sample tube showed no signs of fibrin, review of the sample and reagent trace files for this sample showed no evidence of an aspiration or dispense issue. Siemens evaluated the event and determined that the cause of the falsely elevated thcg result cannot be determined. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
The customer reported that a falsely elevated total human chorionic gonadotropin (thcg) result was obtained on a patient sample on the atellica im 1600 analyzer. The erroneous result was not reported to the physician(s). The sample was repeated on the original analyzer and on an alternate atellica ci 1900 analyzer. The repeat results recovered lower than the erroneous result and matched the patient¿s clinical history. The repeat result from the alternate analyzer was considered correct and reported to physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely elevated thcg result.